Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced high blood glucose level 400 mg/dl event on (B)(6) 2026. The patient treated with pump. The event lasted upto three to four hours. No further information available.